Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186 , UDI:(B)(4), serial: (B)(6) , batch:t00005308

Event description:
It was reported that diagnostic revealed high impedance on one of the leads. Additionally, patient has degenerative disease and wanted better coverage. As such, surgical intervention took place wherein the octrode leads were explanted and replaced with a paddle leads to address the issue. The ipg was electively replaced. Reportedly, effective therapy was confirmed post op. Investigation was unable to determine which of the leads had high impedance.